Manufacturer narrative:
The lot complaint history and device history record (DHR) were not reviewed as no lot information was available for this complaint. The sample was not received at the investigating site for this complaint report; visual inspection or functional testing could not be conducted. If a sample is returned at a later date, the investigation will be reopened and the sample will be evaluated. The root cause of the customer's complaint could not be established as a sample has not been received. Without analysis of the sample, it is not possible to isolate the root cause. As the root cause is unknown, the relationship, if any, of the device to the reported incident cannot be determined. After an investigation of this complaint, it has been determined that no action will be taken at this time as a sample was not returned and no root cause could be established. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. Consumables manufacturing management has been made aware of this complaint through the consumer affairs review meeting. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported a loss of vision and eye pain of the left eye two days after the initial vitrectomy procedure and upon examination, it was observed mixed injection of the conjunctiva, cell suspension in the anterior chamber, exudate in the vitreous cavity. It was determined the patient had developed endophthalmitis. The same day, the patient underwent a revision of the vitreous cavity with an exudate removal, tamponade of the vitreous cavity was performed with perfluoroorganic compounds (pfos) and intravitreal administration of antibiotics. Prior to the procedure, material from the vitreous cavity was taken for bacteriological examination. Six days after the revision procedure, the patient underwent a removal of the pfos, the vitreous cavity was tamponade with silicone oil and a cataract phacoemulsification with an intraocular lens (iol) implant was performed. The patients was discharged in satisfactory condition. The bacteriological analysis of the vitreous cavity contents revealed hemolytic staphylococcus aureus.